Event description:
It was reported that noise reproducible with isometrics and oversensing was observed on the right atrial (ra) lead. The atrial lead was capped (B)(6) 2022 and replaced. There were no complications. The patient was stable throughout.

Event description:
It was reported that noise reproducible with isometrics and oversensing was observed on the right atrial (ra) lead. The atrial lead was capped (B)(6) 2022 and replaced. There were no complications. The patient was stable throughout.